Event description:
It was reported that the customer experienced a "high" blood glucose level. Cause was unknown, and a specific bg value was not provided. Customer changed infusion sets, and delivered a bolus to address bg level. The customer discussed the reported issue with a clinical specialist and did not determine a root cause.